Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and confirmed the system could not boot up. The cover was opened and it was reported that the cables were loose and the joint part of the cable was not tight. The cables were reattached and the issue resolved. A full imaging system check-out was then completed and all tests passed. The system was returned to service. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system would not boot up the motion icon and complete self-inspection. When the issue occurred, it was reported that it could be resolved by shaking the system. There was no patient present when this issue was identified.